Event description:
A report was received that the pt was prescribed bactrim due to having a red, swollen and irritated pocket site. The pt had recently been implanted, and the pocket had been irritated due to charging difficulties, due to swelling. The pt is reportedly doing well.